Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the procedure date and event day? What was used to complete the procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the needle and suture disconnected. No adverse patient consequences were reported. Additional information was requested.